Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This report is being submitted to update patient code and associated medical product. Concomitant medical products : vang mono finned stm tib 67x8 item# 166491 lot# 1366264, vanguard cr ilok fem-lt 62.5 item# 183026 lot# 650570.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-04545, 0001825034-2019-04546. Concomitant medical products: unknown vanguard tibial tray, unknown vanguard femoral. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient from vanguard knee study underwent bone scan, inflammatory markers, aspiration and biopsy of knee. This is old and it is unclear if this was previously reported. Site confirmed that the biopsy itself took place and she was discharged on the same day. The biopsy resolved her symptoms in a clinic note. There is no additional information at this time.